Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant an exit block was noted resulting in high pacing thresholds. Two weeks later a right ventricular (rv) lead revision took place due to a suspected lead malfunction. When extracting the lead there was a piece of myocardial tissue on the helix likely resulting in the exit block noted, thus no lead malfunction was alleged. A possible dislodgment or microdislodgement was suspected, but not confirmed on x-ray. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the terminal pin, the helix was extended with blood/fluid in the helix mechanism, and the distal end of the proximal spring electrode was separated from the lead body insulation. The lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observations.